Manufacturer narrative:
The insulin pump was unable to prime unit during prime test due to faulty force sensor resistor. It was unable to perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. Device passed the basic occlusion test and displacement test; no motor error alarms were noted. Device had cracked case at display window corners, display window, reservoir tube and battery tube threads, minor scratched display window and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error twice in 3 hours. The drive support cap is recessed. The customer mentioned she had a surgery but the device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. Blood glucose value was 264 mg/dl with fist alarm and 211 with the second. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.